Event description:
It was reported that this electrode exhibited oversensing of sense b node noise, as well as low amplitude measurements, in multiple untreated episodes. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this electrode exhibited oversensing of sense b node noise, as well as low amplitude measurements, in multiple untreated episodes. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed burn marks on the shocking coil, however this was thought to have been induced with electrocautery use during the explant procedure. Continuity and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.